Event description:
Additional information was received that this device was later electively explanted. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this patient was receiving a cardioversion for atrial fibrillation (af). Following the cardioversion there was an increase in the rv threshold and loss of capture. The loss of capture did result in greater than two seconds asystole. Later the same day, the thresholds did come back down and there was no more loss of capture. The pace impedances did decrease from 520 ohms to 320 ohms. The physician will continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies.the device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.